Manufacturer narrative:
An evaluation of the event was initiated at mako surgical. No preliminary results are currently available.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). At the hip center page, the arrays were not visible; a soft reboot fixed the visibility issue but the software was running slowly. Upon initiating implant planning, the software froze for three minutes. After a software reboot, the issue was not resolved and a "child process exit error" message appeared. Subsequent soft and hard reboots also failed to resolve the issue. They determined that the proper course of action was to convert to a total knee procedure.